Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided for evaluation. In an attempt to replicate the reported defect of the air in line alarm on the pump, the sample was attached to the pump primed and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the retuned sample. Thereafter, the sample underwent functional leak test, and no leakage was detected. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.161 inches, which meets the specification of 0.1556-0.1633 inches. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed to be due to the manufacturing process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: multiple air in line issues reported from the set after troubleshooting. No injury reported.